Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 7 years post implant of a 23 sapien xt valve, it was reported that the patient's valve was failing and may need reintervention. Per follow up, the team is planning a transcatheter aortic valve in valve later this month.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected g4 PMA/510(k) number. Added new information to h.6 type of investigation and investigation findings. The sapien xt valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien xt valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions were reviewed instruction for use (IFU) for novaflex+ with sapien xt device and no IFU/training deficiencies were identified. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "approximately 7 years post implant of a 23 sapien xt valve, it was reported that the patient's valve was failing and may need reintervention. Per follow up, the team is planning a transcatheter aortic valve in valve later this month." In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve in valve (thv in thv) approximately 7 years post-implantation is not available at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.